Event description:
Caller reported an error with continuous glucose monitor sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump. As the customer did not have charging supplies during the call, they planned to complete the reset independently and would call back if the issue persisted.